Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-21. H6: investigation summary: sixty one sealed 32g x 4mm pen needle samples were returned from lot. No. 1075764, cat. No. 320497. A clog test as per q-sop-183-dl was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine ultra pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I had a customer return a box of the bd microfine pen needles to us saying that he's had a problem with the needles blocking and then not releasing the insulin properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I had a customer return a box of the bd microfine pen needles to us saying that he's had a problem with the needles blocking and then not releasing the insulin properly.